Event description:
During service by baxter, the infusion pump was found to contain an inoperable stop button on the pump head module keypad. No pt injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Eval summary: during product eval, a baxter technician found an inoperable stop button the pump head module keypad. The condition was confirmed. The defective keypad was replaced to fix the reported problem. The pump was returned to the customer fully operational. This issue is being investigated.